Event description:
It was reported that bd texium needle free syringe was leaking the following information was received by the initial reporter with the following verbatim. It was reported by the customer that another leak occurred when initiating the bleomycin. The medication was hung on the IV pole and connected to the secondary y-site hub. Rn noted the medication dripped in the chamber, but the pump had not yet started. Clear liquid noted on the texium connector between the green and white molded area.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material # my8060 and lot# 25045704 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28apr2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.